Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). This report is submitted on april 19, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (specific date not reported) in order to clean the wound. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.